Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had no pacing capture in demand mode while in use on a patient. No negative patient impact was reported.